Event description:
As reported, when removing a 3mm "j," .035 guidewire from the patient following a diagnostic catheterization, the wire separated into two pieces. The wire was succesffully removed with no fragments remaining in the patient/no patient injury. The used guidewire will be returned for evaluation.